Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with scratched lcd window. Device was received cracked case display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Device was received missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was performed. The device was returned for analysis.